Manufacturer narrative:
Ventec provided the customer with technical and clinical assistance. The customer later advised ventec that the reported issue of low inspiratory tidal volume (vti) levels had not returned. There was no additional information provided regarding what actions, if any, were taken to resolve the reported issue. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's inspiratory tidal volume (vti) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number.